Event description:
The customer reported that on (B)(6) 2011 a suppressed transferrin patient result with an instrument flag was generated on an unicel dxc 600 synchron system for one patient sample. The instrument flag associated with the suppressed results was an oir lo flag which indicates that the result is out of instrument range low. The chemistry's customer information sheet does not state not to report oir lo results; however the result was not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. No other patient results or chemistries were affected. Patient information and sample handling/collection information was not provided by the customer. Instrument chemistry quality control results were within customer established specifications at the timeframe of the event. No other instrument errors were noted in the instrument's event log.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.